Event description:
The dental implant fx6010swc was removed on (B)(6) 2018 due to loss of osseointegration 3 years and 2 months after implantation. The patient has history of tobacco use. The doctor noted peri-implantitis during the surgery. The patient has recovered without complications.